Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation result will be reported in a follow up-report.

Event description:
It was reported by the user facility that in the frame of an enquiry for bacillus cereus control positive samples have been found. Since (B)(6) 2018, 4 infected babies, one death. However detailed information of the cause of death and infections was not yet provided and is still under assessment.

Event description:
Please refer to the initial-report.

Manufacturer narrative:
The suspected device caleo is a closed care infant incubator. The manufacturer evaluation showed that no device related problem could be identified that might cause the reported contamination. The defined surfaces and parts for routine reprocessing can be easily accessed and wipe disinfected/cleaned. Some parts are designed to be ready for machine reprocessing by a washer disinfector and/or - if applicable - autoclave treatment. The hygienic reprocessing ability of the caleo incubator has also been evaluated by several independent hygienic experts. In addition, the clinical user is also obliged to validate the efficiency of the applied infection control procedures on site according to related european standards. It could not be fully excluded that a false or ineffective procedure performed by the user (e.g. Of manual thermal steam disinfection by condensed humidity) has distributed deposits into peripheral device areas in this case and thus promoted the contamination. The investigation does not show a design deficiency nor a device related root cause to be responsible for the reported occurrence of contamination and the reported infections and death. In addition, it was verified that after the cleaning and decontamination protocols have been revised at the hospital site, no further contamination could be observed.